Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers were offline and user unable to login to the cabinet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist checked the drawer adapter and relaunched the application. The drawers were restored online, and customer was able to successfully issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.